Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes, d10: returned to manufacturer on: 04-dec-2023 h.6. Investigation summary: bd received 5 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with retention samples from bd inventory, were visually inspected with no issues observed. The 5 customer samples and 20 retention samples were functionally tested for draw volume. 1 out of 5 customer samples tested below specification. It was undetermined if the stopper was punctured prior to draw volume testing. All retention samples performed within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® sodium heparinn (nh) blood collection tubes experienced underfill. No patient impact reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sodium heparinn (nh) blood collection tubes experienced underfill. No patient impact reported.